Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure with a polypectomy. According to the complainant, during the procedure the hemostatic clipping device would not release off the catheter, once it grasped tissue. After several attempts, they were able to complete the procedure with this device. The scope was not in a retroflex position. This issue resulted in a delay of approximately 10-15 minutes. It is unknown if the bleeding event was exacerbated due to the delay in the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)